Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented to the emergency department (ed) due to syncope/near syncope and receiving therapy from their implantable card ioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead displayed occasional undersensing on the stored electrograms (egm) and t-wave oversensing (twos) during high rate non-sustained episodes. Follow-up was completed with the patient¿s clinic. The allied health professional (ahp) at the clinic verified they had not seen the patient in-office yet and there has been no reprogramming completed at this time, but a follow-up visit has been scheduled. The lead remains in use. No patient complications have been reported as a result of this event.